Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter (bayer). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2017, 8:00pm. The patient reported that she obtained an alleged glucose result of 173mg/dl on the subject meter compared to 103mg/dl on the other meter, performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient denied taking any medications to manage her diabetes and stated that 10 minutes after the alleged product issue began she developed the symptom of shakiness. The patient detailed that on (B)(6) 2017, 8:30pm she self-treated by consuming some orange juice. The patient denied using another blood glucose device to obtain a result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and correct testing steps were carried out. The test strips were stored correctly and within their expiry date, whilst the test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.